Event description:
It was reported that titanium tip was broken during unk procedure. Changed another one to complete surgery. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 5/8/2026 d4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number a98a71 and no non-conformances were identified. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.